Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 3 days, due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 461 mg/dl, while wearing the pod on the leg between 36 and 48 hours. Insulin was delivered through the pod as treatment. The pod was discarded.